Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an unplanned change to auxiliary gas switch. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that the gas outlet switch was not moved. The issue was that an excessive force was applied to the bag arm and it broke. System functionality was not affected. This was not a reportable malfunction. Additional information was received stating that the gas outlet switch was not moved. The issue was that an excessive force was applied to the bag arm and it broke. System functionality was not affected. This was not a reportable malfunction.